Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was decentered iol and refractive error. Additional information has been requested.

Event description:
Additional information has been received the lens was replaced with the company lens and there was no patient harm was reported.

Manufacturer narrative:
Additional information was provided in b.5., b.6., b.7., d.10.,and e.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. A facility representative reported an explanted iol with reason blurred distance vision. Clinical reason for explant is decentered refractive error. Replaced with atiol. The reporter stated that the company model lens was replaced with a same company lens. The root cause for the reported complaint could not be determined. The exchange of a company model with a same company lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).